Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between 15 september 2025 and 17 september 2025. H11: the actual devices were not available; however, two (02) companion sample and a photo were received for evaluation. A visual inspection of the photo showed evidence of leakage. However, visual inspection of companion samples did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed by loading each of the pump transfer tube sets into repeater pump and pumping programmed volumes of 20ml at medium speed three times, 60ml in total, and sample leakage was observed at the large tubing blue connector on the pvc tubing side. The reported condition was verified on the companion samples. The cause of the condition could not be determined. However, it may be related to the manufacturing process or mishandling of the product by the customer. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: the events occurred on (B)(6) 2026 during compounding and on (B)(6) 2026 during testing. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) sterile repeater pump tube sets leaked between the clamp (pump connectors) and the tubing. One issue occurred during compounding, while two occurred during testing of the affected batch. There was no patient involvement. No additional information is available.